Manufacturer narrative:
(B)(4). The insulin pump was able to perform all tests except displacement test due to missing retainer. The pump was received with minor a scratched lcd window and case. There was a pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump was damaged. Troubleshooting was performed. The customer's blood glucose level was 16.9 mmol/l at the time of the incident. The customer also had a blood glucose level of 15.1 mmol/l three hours prior to the call and treated with an injection. Troubleshooting for high blood glucose level was declined. It was reported that the customer was playing sports when the insulin pump dropped out of their pocket. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.